Event description:
It was reported that the pump had an odd beeping and error message. Pump alarmed and it was connected to a patient when the error occurred. Continuous infusion rate: yes. Total reservoir volume: 101.2. Given: most of the infusion. Air detector and upstream sensor were off. Length of infusion: 46 hours. Lock level: 0-2. A cstd was used to fill the cassette. The pump was not used to prime the extension tubing. The method that was used to prime was syringe pull. This event occurred at the patient's home and was operated by a health professional. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product returned to verify or replicate the complaint. No photographic/diagnostic evidence of complaint provided by the customer. Therefore, the customer complaint was not duplicated. Based on a review of service history and information provided by the customer we are unable to determine the cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.